Manufacturer narrative:
(B)(4). The customer¿s report that the tubing was infusing intermittently was confirmed; due to a leak in the filter weld line. Functional priming found a leak from the filter weld line. Closer inspection of the filter under a lab microscope observed no tool marks or scratches. No further testing could be performed due to the leak. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No anomalies were observed anywhere on the set during initial visual inspection. Closer visual inspection under a lab microscope observed no cracks, tool marks or stress marks on the filter component. The root cause due to a supplier manufacturing error.

Event description:
It was reported that an unspecified medication infusion was infusing intermittently via the infant patient's right femoral central venous line. The customer stated during follow-up, that there was no more information available. It was further stated that there was no harm to the patient as a result of this event.

Manufacturer narrative:
Concomitant medical product: broviac cvl; non-bd used microclave, used bd 5ml syringe. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: infant; race: w.

Event description:
It was reported that the unspecified medication infusion was infusing intermittently via the infant patient's right femoral central venous line.